Manufacturer narrative:
A device history record review was performed and no anomalies were noted. The device has been disposed of and a device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device disposed of.

Event description:
It was reported to boston scientific corporation on april 9, 2008 that a stonetome stone removal device was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure two days later, (male patient; age and weight are unknown). According to the complainant, during procedure prepping, it was observed that the device wire failed to bow properly. The procedure was completed with another stonetome stone removal device. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."